Manufacturer narrative:
Additional information received on november 8, 2021 stated that patient underwent bilateral replacements as follow: l/ cat#: shpx560, sn#: (B)(6), r/ cat#: shpx560, sn#: (B)(6) on (B)(6) 2021. On october 11, 2021, the health care professional reported that the patient did not have any kind of surgery or staff infection clean up - based on drs note hcp stated that patient had some debris cleaned from areola but nothing to do with implant - patient has had no surgeries since 2007 and surgery was on (B)(6) 2021 bilateral replacement and right side deflation only. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation with 350cc mentor smooth round moderate profile saline breast implants experienced bilateral breast pain and left-sided staph infection postoperatively. The patient reported experiencing bilateral pain that is similar to a pulled muscle, and the left-sided staph infection required surgical intervention to clean the wound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On august 26, 2021 additional information received indicated that the patient has a left implant rupture per a mammogram examination. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on november 18, 201 device evaluation completed on november 25, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 350cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).